Event description:
During the incision to remove the access port, the catheter became lodged in the vein, causing dissection of the surrounding tissue. The surgeon attempted to pull the line out, but it ruptured, forcing him to widen the incision to gain proper exposure. The line was embedded in the vein wall for about a centimeter. In total: dissection, venotomy, and complete removal of the device under fluoroscopic guidance.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in september 2022. Summary of investigation: the explanted device was returned for investigation. - visual inspection: the catheter and the connection ring are still connected to the access port housing. Several pucture marks are visible in the septum. The catheter is rupture at 7cm of the access port housing. The distal extremity of the catheter is 6.5cm long, it is surrounded by fibrin. The rupture facies is irregular and has a rough aspect; this means that the material was torn at this level, leading to the complete fracture. - dimensional measures: the internal and external diameters of the catheter were measured: all are within the defined specifications. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. - raw material historical review: the raw material used for the catheter batch included in the device kit was verified. The incoming quality controls were within the defined specifications and no abnormality was detected. No similar complaints were reported on device produced with this raw material. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause the difficulties encountered by the surgeon during the explantation procedure is due to the adhesion/encapsulation of the catheter into the vessel wall. It is a known complication of the access port implantation. This is a known complication of the access port implantation, especially on children when the catheter was implanted during several years and when the distal catheter extremity becomes placed high in the superior vena cava due to the patient grows. This favors complications like, catheter movements, fibrin formation and encapsulation/integration in the vessel wall. IFU gives recommendations concerning this phenomenon. Conclusion: no manufacturing defect has been detected on the returned device. The difficulties encountered by the surgeon during the explantation procedure result from the adhesion/encapsulation of the catheter into the vessel wall. It is a known complication of access ports implantation that is not imputable to a dysfunction or a defect of the device. The IFU warms the physician about this risk. This is a rare incident (B)(4), no corrective action is envisaged.